Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: model 419488 implantable pacing lead; 2008 (B)(6); model 694765 implantable tachy lead. (B)(4).

Event description:
It was reported that the atrial lead was implanted after the use before date. The atrial lead remains in use. No patient complications have been reported as a result of this event.